Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited high thresholds and inhibition of pacing. The lead was attempted /not used. Left bundle branch pacing was abandoned and a cardiac resynchronization therapy (crt) device was used as a replacement. No patient complications have been reported as a result of this event.